Event description:
It was reported that in early 2009 the patient presented to the surgeon needing back surgery for her broken back. The surgeon reviewed imaging studies and told the patient that her 'vertebraes were very compacted, my discs were just gone, and many nerves were being pinched.' In the summer of 2009 the patient underwent thoracic spinal fusion surgery using rods and screws. The patient reported pain immediately post-op. The patient had a chest tube in the right collapsed lung to pump the fluid out, and developed pneumonia. The patient was discharged on pod 4. The patient continued to have severe pain in the upper and lower back. In late 2009 the patient presented to the surgeon. An MRI was reviewed and the surgeon diagnosed that the patient had formed a scoliosis above the fusion, and stenosis below the fusion. Reportedly, the bottom of the patient's spine was 30 degrees into her stomach. The patient underwent another surgery to extend the fusion above and below the existing construct. The patient reported being awake and aware for the initial incision. Post-op, the patient reported pain. She developed severe anxiety disorder, deep depression, and a sleep disorder. The patient underwent steroid injections. Reportedly, the injection was performed without a radiologist, and the doctor injected some into the patient's spinal cord. After the injection, the patient developed a headache and was sent home. The next day the patient had a fever, and returned to the surgeon. The patient was admitted with concerns of meningitis. The patient was hospitalized for two weeks 'while they detoxed her body of the steroid injections' and performed tests. Meningitis was not confirmed. In early 2010 the patient underwent a surgery to fuse the lower lumbar spine. The surgeon stated that the patient's lumbar 'vertebra were sitting on top of one another, squishing my discs and nerves.' The fusion was performed with posterior instrumentation. Post-op, the patient continued to report pain in her lower back. The patient developed loss of feeling in the hips and toes, and severe pain in the hips and toes. The patient developed extreme depression, severe anxiety, addiction, major stress, sleep deprivation, suicidal thoughts, seizures, and overdoses. The patient reportedly underwent 'medically unnecessary, experimental' spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.